Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. Upon implantation, the cardiac surgeon attempted ld insertion via axillary route utilizing axillary kit with open chest. The physical limitations of aortic arch precluded anastomosis of graft with usual technique. The cardiac surgeon was aware this is an off-label technique: however, the limitations of the operating room did not allow for use of the fluoroscopy to deliver wire for impella 5.0. The device would not advance beyond the graft anastomosis and resulted in the ld catheter severely kinked in two locations proximal to the pump motor. The catheter was removed without having been started. Ohs team decided to attempt wired insertion of impella 5.0 without fluoroscopy using trans-esophageal echo guidance. Wire was delivered successfully utilizing pigtail and .035 wire/exchange. At that point impella 5.0 was prepared for insertion; the cardiac surgeon misaligned grey connector and applied enough force to bend connection pin within plug. The cardiac surgeon was unconfident of bending pin back to original shape. Ultimately, the alternative of inserting an impella cp was pursued.